Manufacturer narrative:
Risk assessment. The returned was confirmed to have a fractured tip via stryker sales rep. The device was not returned. The plausible root cause of the reported event cannot be determined conclusively since the device was not returned.

Event description:
It was reported that two trials and a trial inserter were broken during case. The trials will be returned however the trial handle was discarded by the hospital.

Event description:
It was reported that two trials and a trial inserter were broken during case. The trials will be returned however the trial handle was discarded by the hospital.